Event description:
Device malfunction: none. Symptoms/ae: hypo-perfusion, left arm and left leg weakness, right gaze deviation and left field cut. Time of symptoms/ae: during the procedure and two days after the procedure. It was reported that, during a right carotid artery stenting procedure, during attempted accunet filter placement, the patient developed left arm and leg weakness, right gaze deviation, and left field cut which were attributed to cerebral hypoperfusion. Accunet placement was unsuccessful, due to vessel tortuosity, and the stenting procedure was completed without the use of an embolic protection device. An acculink stent was successfully implanted without performance issue. The patient's symptoms initially resolved quickly with some residual left arm and leg weakness; however, two days post-procedure, the patient developed left arm and leg flaccidity. Additionally, she experienced an episode of shortness of breath and had an oxygen saturation of 85%. Chest x-ray showed early pulmonary edema and volume overload. She was aggressively diuresed as her condition improved. The patient was discharged to a rehabilitation facility 6 days later.